Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 20 mg/dl at the time of the incident, and 53 mg/dl at the time of admission. The customer was given intravenous fluids and sliding scale insulin to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's doctor requested pump replacement. Customer also complained of getting failed battery test alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.